Manufacturer narrative:
This is a summary report for lot numbers 18a047 and unknown. For 2 of the 3 reported events, the device was received for evaluation. The two returned devices were labeled for single use. The first device was received with a non-baxter adapter. A visual inspection revealed a vertical crack in the non-baxter adapter. No signs of damage were observed on the device¿s luer. The cause of the leak was determined to be the cracked non-baxter product. The reported condition was not verified for the infusor. A visual inspection was performed on the second device and revealed that the outer surface of the bottle/housing was wet. Further inspection revealed that the leak was due to an untightened blue winged luer cap. A functional leak test was performed by filling the device and manually tightening the blue winged luer cap. The next day, no signs of a leak were observed from the device. The device was found to be conforming product. The reported condition was not verified for the second device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that three small volume infusors leaked. 1 device leaked at the connection to a non-baxter adapter, and 2 devices leaked from unspecified locations. Of the 3 events, 2 did not involve a patient, and 1 involved a patient with no patient consequences. No additional information is available.

Manufacturer narrative:
Lot number: this is a summary report for lot numbers 18a047 and 18c005. The device was received for evaluation for the third event. The returned unit was labeled for single use. Visual inspection on the returned unit via the naked eye noted fluid inside the bag that contained the unit. When the unit was removed from the bag, the cause of fluid inside the bag was found to be an untightened blue winged luer cap. A functional leak test was performed on the unit, and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.